Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the school nurse's office due to blood glucose levels over 600 mg/dl and vomiting. The caller stated that the cannula was bent when the infusion set was removed, but the customer never got a no delivery alarm. Advised the caller to have the customer's parents call back to troubleshoot the insulin pump. Nothing further was reported.